Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucsoe level was not provided. No further information was provided.